Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that several hours post-op, the device exhibited a loss of output. The lead impedance measured >1900 ohms. Subsequently, the device was replaced.